Manufacturer narrative:
Batch review performed on 27 december 2018: lot 183024: (B)(4) items manufactured and released on 26 july 2018. Expiration date: 2023-07-16. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in due to signs of infection 2 weeks after the primary (pathogen unknown). The surgeon performed an I&d and poly swap and the surgery was completed successfully.